Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2014 device evaluation: the device has been returned and evaluated by product analysis on 09/02/2014 with the following findings: a review of the black box did not show any power issues. Visual inspection revealed no damage to the battery cap or battery compartment. The battery cap attached securely to the pump and the pump powered on normally with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring. The battery cap contacts were found to be within specification, and there was no damage found to the power circuit. The complaint could not be confirmed or duplicated on investigation.